Event description:
Contact reported that the eagle screw and bushing pushed thru the plate during final tightening, the screw advanced into the vertebral body. Screw and plate were removed from the site. Contact reported that there was no adverse outcome for the pt.

Manufacturer narrative:
Plate is intended to be moderately bent to fit to the pt anatomy. The returned plate is significantly bent and bent across the bushing outside the intended bending zone. Surgical technique warns against ending across the bushings. Visual examination shows that the screw hole was distorted as a result of the bending resulting in the bushing being able to be pushed thru the plate during screw insertion.